Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -9.5 diopter, implantable collamer lens into the patient's left eye (os) on 25/feb/2022. The lens was replaced with a longer length lens due to low vault on 15/apr/2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient information - unk. Device problem code: 1494 - off-label use, acd<3.0mm claim# (B)(4).